Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that while onsite, the ma nufacturer representative noticed that the side emitter cover was pulling away from the base. It was unknown how the damaged occurred. No patient involvement was reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735521, lot #: 603002894, UDI#: (B)(4) h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the emitter was replaced. The 9735521 emitter was returned to the manufacturer for evaluation. The housing on the returned side emitter has separated. Otherwise, the unit functions as intended. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.